Event description:
Healthcare professional reported: upon introduction of a perigastric ring in the abdomen, device broke at closure system. No consequence for patient.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the event date, explant date, diagnostic testing, patient data, or further event details.